Manufacturer narrative:
Method: complaint history analysis, mfg record rev., risk assessment and visual inspection. Results: complaint history analysis, 23 previous complaints for xia 3 screws since (B)(6) 2008. Principal cause for tulip disengagement during implantation has been over-torquing. Mfg record rev., no discrepancies found that could be related to this issue. Risk assessment, surgery delayed 5-10 minutes, no adverse consequences. Visual inspection, tulip disengaged from bone screw. Clip inside tulip was damaged by the spike of the screw. Decentralized plastic deformation of bone screw tip shows evidence that the screw was implanted at its maximum angulation. Conclusion: contrary to report the screw was implanted at its maximum angulation due to apparent decentralized plastic deformation on the screw. The rod was bended after final tightening which provided an additional load to the screw, even though the bending was not in direct proximity to the screw. The surgical technique recommends performing all rod contouring before final tightening of blockers. The maximum angle implantation made the screw more sensitive to over-load and led to the failure.

Event description:
It was reported that "dr. (B)(6) was performing a scoliosis surgery to correct a flat back. After the rods were inserted and the set screws were final tightened, he utilized the in situ benders to add more lordosis into the rod. After bending, he noticed the 7.5mm screws had loosened and one of the screws heads popped off. The screws were not implanted at an extreme angle, and the rod contour and length were appropriate. The in situ benders were placed between the l3-4 screws and between the l4-5 screws. The 7.5 screw head that popped off was implanted at s1, so no direct pressure was applied to that screw during the in situ bending process."